Event description:
During scheduled follow up, the device involved in this MDR report was interrogated with the latest programmer version: this version examines the ICD's present current drain and the evaluation of its battery voltage since MFR. If they indicated a potentially unsafe condition, the programmer automatically displays a warning, which suggests replacing the ICD or contacting ela rep. The warning message related to an overconsumption measurement was displayed for the device in question; however, the elective replacement indicator was not reached. The device was explanted.

Manufacturer narrative:
May 31 2007. This event concerns a device that was manufactured and used outside the united states. This device was manufactured between august 2003 and august 2004 and was listed in the advisory letter issued in july 2005.